Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 for a scar resection and to implant an anterior stabilized liner. A subsequent revision was performed (B)(6) 2014 due to suspected femoral implant loosening, effusion, and pain. The anterior stabilized liner, locking bar, and the initial femoral component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "interoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09328/ -09329).